Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. In addition, it was reported that the usb cable does not charge the pump. Customer was able to charge the pump with a different wall adapter and charging cable. A replacement usb cable and wall adapter was sent to the customer. Customer's blood glucose level was 212 mg/dl.